Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.